Manufacturer narrative:
(B)(4). The customer's report of a ballooned silicone segment was confirmed and replicated during testing. Visual examination of the set showed the silicone tubing had changed in size or color which could indicate a balloon directly below the upper fitment did occur. There were 4 crush marks on the upper fitment. A leak test was performed and no leaks were observed during testing. Pressure testing at 20 psi (specification is (B)(4)) produced a balloon in the silicone segment below the upper fitment. The root cause of the ballooning was not identified; however, past investigations determined ballooning has occurred when an i.v. Push or flush is executed below the pump when the tubing above the injection site was not clamped off.

Event description:
The customer reported in the ICU a set was found to be ballooned at the upper silicone segment. Reporter states that IV push meds and IV flushes are common in the ICU, but it is not known if any were given with this particular set. No patient harm or medical intervention required. Customer states no further patient/event information is available.